Event description:
It was reported to philips that the device was giving an error indicating that hard disk space was full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) did not start up properly and no image appear on monitor. Review of the system log files showed image disk 2 in the ip-pc was malfunctioned. Fse restarted the system several times, issue was not resolved. The troubleshooting procedure pointed at the ip-pc as the defective part. Fse reinstalled the ip-pc software yet reported issue persisted. Fse replaced the image disks. After replacement of image disks system was returned to good working condition. The codes were updated based on investigation outcome. Device problem code and evaluation method code were corrected.